Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced infection, tape migration, tension modification. Stress urinary incontinence, urge, incomplete bladder emptying, scarring and secondary prolapse. A second aris transobturator sling placement and anterior repair were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.